Event description:
Customer reported an error code was being displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the workstation power breaker tripped, caused by voltage fluctuations in the customer's power supply. Ge rep reset breaker. System operates as intended.